Manufacturer narrative:
(B)(4). The device was manufactured november 14, 2013 ¿ november 15, 2013. Evaluation information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by removing the luer cap from the distal luer. The solution was observed to flow from the distal luer. No malfunctions or abnormalities were identified during product evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow. This occurred during patient infusion of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.